Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed. Model # was updated from 4005 to 4005-9.

Event description:
The customer reported inaccurate low spo2 reading that does not match blood gas readings. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate low spo2 reading that does not match blood gas readings. No patient impact or consequences were reported.